Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed reported that the consolidated ventilator interface board was replaced.

Event description:
The hospital reported that, during a case, the unit alarmed for a ventilator failure. The clinician reportedly switched to bag mode and completed the case with no further reported complaint. There was no reported patient injury.